Event description:
It was reported that during an esophagogastrectomy procedure, about one hour into the case, there was a whistling noise from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.